Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was treated while in a sinus rhythm with motion artifact at 11:08:41. The post-shock rhythm was a sinus rhythm with motion artifact. It was reported that the pt was getting dressed in at a skilled nursing facility at the time of the event. The response buttons were not pressed during the event. The pt was sent to the hosp and decided end use.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was sent to the hosp decided to end use. (Other): device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4) - 09/2014 (initial use). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.